Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was also reported that the insulin pump alarmed no delivery several times. The infusion set and reservoir were changed, but the alarm recurred. It was also reported that the customer lost consciousness and fell on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.